Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Caller disconnected call and provided no additional information.